Manufacturer narrative:
The investigation for the reported vascular dissection, tachycardia, and hematuria has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vascular dissection, tachycardia, and hematuria could not be determined.

Event description:
The user facility reported that there was tachycardia, vascular dissection, and hematuria during impella cp patient support. While on support, there was a noted dissection in the left main coronary artery. The patient was sent for cat scan surgery. Additionally, the patient¿s urine was a light pink color. An echocardiogram was performed with no findings noted. The patient had non sustained run of supraventricular tachycardia and was put on amiodarone drops.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.